Manufacturer narrative:
No device was returned as the device currently remains in situ and no radiographs could be provided confirming the event. Review of the reported event identified the surgeon malposition the device during the index procedure and was identified during a second procedure and is considered to be the result of unintended use error. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation required. Label review "potential adverse events and complications - as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries" "warnings, cautions and precautions - the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient" "patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery." "Post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques" "method of use - please refer to the surgical technique for this device" "information - to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com..."

Event description:
On (B)(6) 2024 a patient underwent an extreme lateral interbody fusion procedure from l2-l5. The procedure was completed without issue. On (B)(6) 2024 a second portion of the procedure occurred where posterior fixation was placed from l2-l5. This portion was also completed with out issue. On (B)(6) 2024 a revision as it was discovered that the implant was malpositioned anteriorly and was repositioned posteriorly. During the revision as additional spinal screw was also placed cranially.